Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by health care provider that the patient was currently hospitalized due to hypoglycemia. The patient's blood glucose level dropped to 32 mg/dl while wearing the pod. At the hospital, patient was treated with fluids and insulin and the pod was removed. Despite good faith attempts to reach out to the patient for any other medical event details, no further information was obtained.